Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a malfunction that drawer cubies showing an error. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer pockets were not detected properly. A field service engineer reseated row board cables and retractor band connections to resolve this issue. The system functioned as intended after a field service engineer troubleshot the device.